Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 20 mg/dl. Customer was found at work incoherent and was taken to the hospital via ambulance. Customer had waiting too low to eat which caused low blood glucose. Customer was hospitalized due to acute hypoglycemia. Troubleshooting was performed and customer was advised to monitor insulin pump.